Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off after a hard fall onto his chest. The patient had been without stimulation for two weeks. Impedance measurements were normal and the nurse noted she did not see anything out of the ordinary. The stimulation was turned back on, but the patient's therapeutic results were taking some time to return because the patient received pallidal stimulation. The magnetic reed switch on the ins was turned off to prevent electromagnetic interference from turning off the ins again. Further monitoring of the device was going to be performed by the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v032543, implanted: (B)(6) 2007, product type: lead. (B)(4).